Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary (rca) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the lesion was crossed, and the 0.014-inch guidewire became twisted during the second pullback. As the twisting occurred during the pullback, the catheter was not advanced further into the body. The procedure was completed with another of same device. There were no patient complications.